Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event, describing it as a rough day, with a reported glucose value reaching 293 mg/dl. Symptoms included hyperglycemia. Outcomes included insufficient information to determine specific health impact. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.